Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus and increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "high" (specific bg value was not provided), and customer was unable to provided the meter bg reading at the time of the adjustment. As a result of the increased basal and auto bolus, the customer experienced a "low" bg ranging from "low" (specific value was not provided). Customer consumed carbohydrates and went to the emergency room (ER) and was treated with juice. The customer was discharged from the ER 3 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.